Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 290 mg/dl and that the cannula was bent. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The pod was worn between 25 and 36 hours on the leg.